Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been provided yet.

Event description:
It was reported on (B)(6) 2019 that 2 weeks earlier the recipient was hit by a door on the implanted side. The child was hearing well before the trauma occurred. Responsiveness to sound with the device was noticed to be reduced after this event.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported on (B)(6) 2019 that 2 weeks prior the recipient was hit by a door on the implanted side. Responsiveness to sound with the device was noticed to be reduced after this event.